Manufacturer narrative:
Previous regulatory report was missing information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen 140 no known units for an unknown total dose and bupivacaine 40 no known units for an unknown total dose via an implant pump for non-malignant pain. It was reported pump was refilled for the first time in (B)(6) 2016. Patient stated the healthcare professional (hcp) had to "pounce on the medication" to get the medications into her pump. Patient noted hcp did not want to break it, but he got the medication in and it worked, but hcp told patient a new pump was needed because he had to force the medications in. No symptoms reported. No further information available. Additional information received from the patient stating that their pump was replaced in (B)(6) and mixed dates. The patient never gave a exact date on when the replacement occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.